Manufacturer narrative:
The issue was resolved for the customer by installing new load cells and replacing the cb11.

Event description:
It was reported that the scale was inaccurate and could not be calibrated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate and could not be calibrated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.